Event description:
(B)(4). I have been having chronic pelvic pain, abnormal menses, migraines, frequent uti and pyelonephritis, debilitating pain, body tremors, night sweats, mood swings, weight fluctuations, frequent illness, low iron, low potassium.